Event description:
The patient reported having trial leads removed on (B)(6) 2012. The patient reported he developed an infection on (B)(6) 2012. An MRI was done and showed an epidural abscess at the t11-t12 level. The patient was put on IV antibiotics and was discharged on (B)(6) 2012. The sjm representative met with the physician who reported the cultures were negative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.